Manufacturer narrative:
There is no 510(k) for this device as it is eua. (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: date of event or issue: (B)(6) 2022. The customer said that she took the test and it said that her test that her results were negative. The customer said that when she looked at the test stick later there was a 3rd line and she rescanned that test stick and it showed positive.

Manufacturer narrative:
Investigation summary. This summarizes the investigation results regarding a complaint that alleges the ¿customer tested negative¿ via the bd veritor at home covid-19 test (material # 256094), batch number 1333120. ¿customer looked at the test stick later and there was a 3rd line; rescanned the test stick and it showed positive.¿ bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing with bd veritor¿ at-home covid-19 test false positive results were obtained. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: date of event or issue: 03/16/2022. The customer said that she took the test and it said that her test that her results were negative. The customer said that when she looked at the test stick later there was a 3rd line and she rescanned that test stick and it showed positive.